Event description:
It was reported the customer's insulin pump was frozen. Customer stated their insulin pump became frozen while attempting to enter their blood glucose into the bolus wizard. It was also found the customer received a button error alarm after inserting their battery. The customer's blood glucose was 304 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on keypad traces noted. No unexpected button error alarms noted during testing. No unexpected freezing of unit or blinking anomalies noted, time advanced properly and bolus wizard feature function properly. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.